Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 18588609, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 18546013, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318, batch/lot number: 18892058, model/catalog description: clik x anchor sterile kit, unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.